Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing spasms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on an unknown date. Device explant due to ongoing spasms occurred on (B)(6) 2018. Patient is doing well as of (B)(6) 2018.

Manufacturer narrative:
Updated event to include dysphagia and observation during explant procedure. Updated investigation summary to include patient code 1815. Updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing spasms and dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on an unknown date. Device explant due to ongoing spasms and dysphagia occurred on (B)(6) 2018. It was noted that the device was partially embedded into the liver and that there was an abnormal fibrous capsule response. Patient is doing well as of (B)(6) 2018.